Event description:
New information received notes that the physician elected to explant and replace the right ventricular (rv) lead. The patient condition was stable pre and post procedure.

Event description:
It was reported that the patient's lead exhibited over-sensed noise. Pacing inhibition was noted as a result. Programming changes were performed. The patient's condition was stable.